Manufacturer narrative:
On (B)(6) 2020, additional information received indicated that the date of explantation in on (B)(6) 2020. And the issue of rupture is bilateral. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Concomitant products: unknown silicone implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with unknown 250cc, high profile silicone textured breast implants which the left side ruptured after implantation. Rupture confirmed via mammogram examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.